Event description:
Pt implanted with mesh in 2004 for a ventral hernia repair. Since the time of the implant, pt reports she was implanted with a recalled mesh, and has had a very tender area near her umbilicus and abdominal pain. Pt reports multiple visits to ER for pain mgmt and multiple CT scans. Pt also stated a recent CT scan shows a possible recurrence of the hernia and that the mesh is not laying flat. Pt reports current swelling on her abdomen in the area of her umbilicus and reports, she is on narcotic pain medication for pain control.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.